Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted

Event description:
The customer reported: "root monitor randomly disconnecting from sedline during patient monitoring". Additionally, "there was no error message on the screen or alarm (turned off during the trial), the root appears to lose connection with the sedline module. You lose dsa history. This happens randomly during the case and not when touching the root monitor." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data: catalog # updated from "2479" to "9513" and unique identifier (UDI) # updated (B)(4).